Event description:
It was reported that during an unknown procedure, the clips closed on the side. No further information. No consequences for the patient. Device was discarded by the hospital.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.